Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 03-mar-2012, UDI #: (B)(4); product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 03-mar-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in an unknown endovascular procedure. Approximately 9 years post index procedure, the patient died on an unknown cause. Investigator assessed the event as not related to index device or index procedure. Sponsor assessed the event as possibly related to index device, but not related to index procedure. No cause of the event was reported. No additional clinical sequelae were provided.